Event description:
Manufacturer received information alleging a ventilator's pressure was low. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the inlet air path foam was found to be detached and blocking the blower inlet. The device's inlet air path foam needs replaced to address the issue.

Manufacturer narrative:
In the previous submitted report incorrect coding was provided. The coding is corrected on this report.